Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they experiencing diabetic ketoacidosis and hospitalized due to high blood glucose level, at that time blood glucose level was unknown. Time and duration of hospitalization was unknown. Customer stated that insulin pump received insulin flow block alarm. Customer stated that insulin pump was on auto mode. Insulin pump will be returned for analysis.